Event description:
It was reported that during a total knee replacement the blade broke up by the blade mount. All pieces of the broken blade were recovered. There was no patient injury or intervention reported.

Manufacturer narrative:
Device not returned for evaluation as of yet.